Manufacturer narrative:
Device is a combination product. Date of event: estimated based on bsc aware date of (B)(6) 2019.

Event description:
It was reported via (B)(6) that stent deformation occurred. A percutaneous coronary intervention was being performed. The promus premier stent was difficult to advance and upon removal the stent was noted to be deformed. The procedure was successfully completed with a different device without issue or patient injury.